Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic, indicated that the customer experienced hyperglycemia and diabetic ketoacidosis with a blood glucose value of 380mg/dl. Customer was feeling sick, unwell and also experienced a stomach ache. Trouble shooting was partially done. It is unknown, whether the customer was using the insulin pump system within 48 hours of the event. Customer visited the ER and eventually passed away, due to a gastrointestinal bleed. The insulin pump will not be returned for analysis.